Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) discussed commanded shock testing versus continued monitoring. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. One segment is severed approximately 129 millimeters from the terminal end. The other mid-body segment is approximately 135 millimeters in length with the pacing and sensing coil missing. The tip segment was not returned. The proximal side of the mid-body segment was cut, and the distal side was torn. The distal end of the shocking coil was pulled to the point of fracture. Analysis concluded that the lead was severed and damaged during the revision procedure. Testing was completed to assess lead segment electrical performance. Continuity measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high out of range shock impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) discussed commanded shock testing versus continued monitoring. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported. The rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported. Partial segments of the lead were returned to boston scientific for analysis.